Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the end user's marital partner called to troubleshoot possible causes of a hypoglycemic episode that occurred on (B)(6) 2024 and discuss potential adjustments. The partner reported that on (B)(6) 2024, the user became unresponsive with a blood glucose level of 40 mg/dl. Emergency medical services (ems) were contacted, and nasal glucagon was administered prior to their arrival. Upon arrival, ems provided glucose tablets, and the user was transported to the emergency room (ER). The user was not admitted but received intravenous fluids and was observed before being discharged the same day. The partner stated that the user had not resumed use of the ilet system since (B)(6) 2024 due to delays associated with a car accident and ongoing hemodialysis treatments. During troubleshooting, it was noted that the user had experienced multiple occlusion alerts prior to the event, which inhibited insulin delivery and contributed to elevated blood glucose levels exceeding 400 mg/dl. The following morning, the ilet system ran low on insulin and suspended dosing due to an expired dexcom g7 continuous glucose monitor (cgm) sensor. After replacing the insulin delivery supplies and reconnecting to the ilet, the user's blood glucose levels remained elevated (>400 mg/dl), prompting the system to dose 50 units of insulin. Once the user's blood glucose decreased to 120 mg/dl, the user manually announced a "usual" meal bolus, which subsequently resulted in the severe hypoglycemic event on (B)(6) 2024.